Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: saline mentor smooth round moderate profile 375cc, catalog # 3501660, serial # (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent primary breast augmentation with saline mentor smooth round moderate profile 375cc breast implants and experienced deflation on the left side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced bilateral ptosis and underwent bilateral device removal and replacement with competitor products on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).